Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# igtcfs-65-uni-celect. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) k090140. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: the physician met resistance and could not advance the filter through the blue sheath. When the physician inserted the filter into the blue sheath halfway, it could not be advanced and also could not withdraw. So the physician removed the filter together with the sheath. Then the physician changed to another new device to finish the procedure successfully. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: investigation is based on description of event stating "the physician met resistance and could not advance the filter through the blue sheath. When the physician inserted the filter into the blue sheath halfway, it could not be advanced and also could not withdraw. So the physician removed the filter together with the sheath. Then the physician changed to another new device to finish the procedure successfully." And returned device. The introducer, the filter and the sheath are returned. The filter is heavily deformed mainly one primary leg and 5-6 secondary legs. The sheath is cut over approx. Midway. The proximal part has an ~25 mm. Long tear, and the distal end has a penetration mark and marks from almost-penetrations. In addition, there are several minor kinks. The incident is undoubtedly the result of penetration, probably caused by a difficult approach. Under normal conditions the introducer sheath is strong enough to accomplish the procedure, but it may kink if excessive force is used to advance it through tortuous anatomy and the filter may be prone to exceed the sheath wall if advanced through a kinked sheath. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.